Event description:
All of the beta titanium that was sold to facility was not tested to their sampling plan "c=o" to any level of assurance for brittlesness. Facility customers and pts experienced breakage in normal use of device. Facility withdrew all product from market. Acme will replace with better product if available.